Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 21mm valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. A 23mm transcatheter valve was implanted inside the 21mm valve.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to a1, a2, a3, b5, b6, b7, d1, d4, h6. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event was likely due to patient factors and progression of patient's underlying valvular disease. H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned a patient with a 21mm aortic valve implanted for 12 years, 9 months underwent a valve-in-valve procedure due to severe aortic stenosis. The patient had been experiencing shortness of breath. The procedure was performed with a 23mm transcatheter valve. Post-implantation transthoracic echocardiogram showed good valvular function, no aortic insufficiency, and no paravalvular leak. The patient was woken up from anesthesia and taken to recovery in stable condition. According to the physician, there was no allegation that the surgical valve prematurely failed.